Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
It was reported that a hair was found inside the product package as it was still sealed.